Event description:
During procedure the v12 stent got stuck in the 7 fr. Sheath during attempting to introduce the stent.

Manufacturer narrative:
Upon completion of the investigation into this event a follow-up report will be submitted.

Manufacturer narrative:
The customer reported that during advancement of the advanta v12 it became stuck in the introducer sheath. The device has not been returned nor were there any images provided of the device. Without the device or the introducer sheath used in the procedure the complaint cannot be confirmed. The requirement for the ability of the device to pass through the introducer sheath is outline in the product requirements document dd008529 product requirements - v12 otw vascular, revision 25 section pr_6.1.1 ¿ ¿design element -introducer / guiding sheath compatibility- requirement- crimped device must pass through standard introducer sheath / guiding sheaths as specified without stent dislodgment or catheter damage.¿ the review of the device history record for this lot of catheters confirmed that it met the specified crimped stent retention force and the insertion of the catheter through the appropriately sized (7fr) introducer sheath without stent movement. The incoming/receiving inspection of the raw stent shows that the two lot of stents (ir512809 and 509903) passed all requirements including wall thickness of the stent, which could impact the ability of the device to pass through the introducer sheath. A review of the device history records shows that there were no non-conformances noted, and the product met all quality and performance requirements. There is no indication that a design, manufacturing specification, test method, manufacturing process, equipment or raw material was the cause of the complaint. A recurring lot number query was conducted for l/n 517919 and there have been no other complaints associated with the production lot of finished goods. A historical review of CAPA and ncrs was completed, which did not identify any issues directly related to this complaint. A complaint history review did identify several related complaints involving catheter cannot be delivered through sheath, none were found to be related to a product failure of the device. The trend review identified an actual occurrence level of 2 which is over the anticipated occurrence level of 1 as shown within the design documentation and therefore the trend was escalated to a corrective action request (B)(4). Based on the information provided in the complaint, there is no evidence to conclude that the device was faulty or manufactured improperly. The reported failure was not confirmed as the device was not returned for evaluation and the condition of the 7fr terumo introducer sheath that was used in the procedure is unknown, therefore the root cause of the complaint is impossible to define.

Event description:
N/a.

Event description:
N/a.

Manufacturer narrative:
Additional information section: d9, d10 & h3. Corrected data section: h6 & h11. This event occurred on the austria market on a device that is distributed exclusively outside of the USA. Therefore, no gudid information exists. UDI information provided in d4 is for the advanta stent (ous device). It is a significantly similar device to icast stent which is sold in the USA under primary di number (B)(4), premarket submission number p120003. The device was returned and evaluated. The details of the complaint indicate that the advanta v12 stent delivery system became stuck in the introducer sheath during advancement through the sheath. Upon opening the device, the stent was not located withing the shipping container and was not located on the stent delivery catheter. The sheath (cordis 7fr bright tip) used in the procedure was returned. The stent was not located within the introducer sheath. The stent delivery catheter was returned, and it was evident that the balloon had been inflated at some point during, or after the procedure. The v12 stent was a 10mm x 38mm x 120cm long catheter. The catheter shaft appeared to have been elongated. The usable length of the catheter was measured and was 154cm long. This is 29 cm longer than the specification of 120cm +/- 5cm as listed in the part specification. It is not known why shaft was elongated to this degree considering the claim was that the device became stuck in the sheath during placement. The balloon was pressurized to determine if there was a hole in the balloon. A 20cc syringe was placed on to the catheter and pressurized but due to the amount of blood was unable to inflate the balloon. The catheter shaft was then cut 5 inches from the proximal end of the balloon and attached to a toughy borst adapter that allows the balloon to be inflated without the catheter manifold being in place. The balloon was able to be pressurized without leaks. To determine if the stent was within the sheath the distal end of the sheath was cut and the stent was not found to be in the sheath. The remainder of the sheath still connected to the septum of the sheath remained untouched. To determine if the sheath were too small a new v12 10mm x 38mm x120cm (lot number 522351) was prepped per the instructions for use and advanced through the sheath. There was minimal resistance when the new device was placed through the sheath. Based on the evaluation of the returned device it is not clear why the stent was not found within the returned sheath, why the shaft was elongated an additional 29cm, and why the balloon was inflated if the stent would not advance through the sheath as stated in the reported details. The root cause of this complaint remains impossible to define and the complaint cannot be confirmed.